Event description:
It was reported that a m.blue (#fx801t) was implanted. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complained the m.blue, + a pediatric prechamber was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue is not operating within the acceptable tolerance in either position. An accelerated outflow of m.blue could be determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in m.blue while no deposits were found in the ped. Prechamber. Results: based on our investigation results, we can determine an accelerated outflow at m.blue. The deposits visible in the valve have led to the change in flow rate. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Furthermore, we can determine that the pediatric prechamber works within its specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.